Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made to device. Patient is fine.